Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the bur broke during a surgical procedure. The procedure was not completed successfully with an unknown delay. No adverse consequences or medical intervention were reported.

Event description:
It was reported that the bur broke during a surgical procedure. The procedure was not completed successfully with an unknown delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
D4: UDI is unknown as the catalog/lot number was not reported. D9: the device was not returned for evaluation. H6: the quality investigation is complete.